Event description:
The customer reported, the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part was identified and ordered. No additional information has been disclosed.